Event description:
It was reported that a patient had a gradual loss of therapeutic effect. Diagnostic testing or troubleshooting was not performed and the cause of the issue was determined to be lead migration. A revision was done and a new lead and implantable neurostimulator (ins) were placed. The product issue was resolved. The patient was receiving greater than 50 percent symptom reduction for urinary symptoms, but was only receiving 40 percent symptom reduction for bowel symptoms. The patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ebsd, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).